Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Visual inspection of the pneumatic block revealed contamination. The main circuit board and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical abuse. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.